Manufacturer narrative:
Correction/removal number: 2032227-060322-002-c. (B)(4). S/w version 3.18e. Unit received missing display window cover and damage battery cap contact. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
(B)(4). Initial notes: patient called due to pump issues inquired what led up to the complaint. Customer response: patient called due to crack on her screen as well as damaged battery cap bumped/dropped/cosmetic damage t/s per dop114-980. Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack. 2. Damage occurred: does not know. 3. Location of the damage is: top of the screen is cracked. Is the physical damage to the pump's reservoir lip ring: no adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Adv courtesy black silicone case will be shipped. Customer's outcome pertaining to the complaint: adv patient that we will process replacement pump and that they would need to send back current pump back tp mdt. Additional notes: hipaa verified adv to visit website for helpful information and guides. Ship: 1 xmmt-1780kl/return: 1 xmmt-1780k.